Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
The subject device was used during an uncertain procedure. It was reported that the forceps was broken. As a result of the research of olympus (B)(4), it was found that the probe was broken on june 6, 2016 there was no patient harm reported. No further information was reported.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-00781 to provide additional information based on the evaluation of the device. Device manufacturer date was identified. The subject device was returned to olympus medical systems corp (omsc) for evaluation. As a result of evaluation of omsc on july 13, 2016, omsc confirmed that the probe broke down at 16 mm from the distal end. There were contact marks on the surface of the probe and the jaw. The ptfe pad was severely worn. The shape of the fracture surface showed that the fracture developed from the contact mark as the starting point. The manufacturing history was reviewed, with no irregularities noted. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was severely worn when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). It was also known that the metal part of the jaw and the probe came into contact since the ptfe pad was severely worn, consequently the probe cracked, and besides the probe was broken when the probe received a load. The instruction manual of the subject device already states. Warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.